Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the instrument could not be replicated nor confirmed. Visual inspection found no damage to the conductor wires. Continuity test was also conducted and the instrument passed. Failure analysis could not verify the customer reported event. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was found to have broken conductor wire. The procedure was completed with no reported injury.